Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the concomitant product evaluation and system risk analysis (sra). DHR review could not be performed as the lot number is unavailable. Lot trending could not be performed as the lot number is unavailable. The sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. A field service engineer (fse) was dispatched to assess the unit on site and replaced the vacuum pump and the ac enclosure. The fse confirmed the system was up and running after service. There is insufficient information to determine an assignable cause. The issue will continue to be tracked and trended.